Manufacturer narrative:
A1: patient identifier - updated/corrected. A2: date of birth - updated/corrected. A2: age at time of event - updated/corrected. B5:describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
During a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive sheath was selected for use. After transseptal crossing, the physician attempted to introduce a non-boston scientific (bsc) mapping catheter and observed a large column of air in the faradrive sheath at this point. After ensuring the sheath was not against the back wall and removing the non-bsc mapping catheter and reintroducing the non-bsc mapping catheter into the sheath, another large column of air was seen in the sheath. The sheath was replaced with a new sheath; however, a column of air was seen again with this second sheath. It was believed that notably low left atrial pressure (lap) may have contributed to the air ingress. Through careful sheath management, the procedure was completed without incident. No patient complications were reported. It was further reported and confirmed that no patient complications occurred. No additional sheath defects were noted. The sheaths were disposed and not expected to return. The patient was discharged on the day of procedure.

Event description:
During a pulsed field ablation procedure to treat a paroxysmal atrial fibrillation, a faradrive sheath was selected for use. After transseptal crossing, the physician attempted to introduce a non-boston scientific (bsc) mapping catheter and observed a large column of air in the faradrive sheath at this point. After ensuring the sheath was not against the back wall and removing the non-bsc mapping catheter and reintroducing the non-bsc mapping catheter into the sheath, another large column of air was seen in the sheath. The sheath was replaced with a new sheath; however, a column of air was seen again with this second sheath. It was believed that notably low left atrial pressure (lap) may have contributed to the air ingress. Through careful sheath management, the procedure was completed without incident. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.